Manufacturer narrative:
One ventilator device was received for investigation. During visual inspection the device was observed to have a bowed front panel and cracked battery door cover. The reported issue was confirmed during functional testing when the frequency control knob would not turn. The issue was traced to the needle cartridge, which had been improperly adjusted and was missing or had loose grub screws, causing the knob and adaptor to stick on the front label. The investigation attributed the root cause of this condition to impact damage and tampering due to user interface. As no manufacturing root cause could be identified, no review of manufacturing device history records was conducted. A review of device service history confirmed this device has not been in for service previously. The device frequency block was replaced, components were refurbished, and preventative maintenance was performed.

Event description:
Additional information received via email. No patient involvement was reported.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the device had a broken internal frequency valve. Patient involvement is unknown.